Event description:
The patient came in with signs of infection, and the pathogen is unknown. About 2 years and 6 months after the primary surgery, the surgeon revised all medacta hardware and reimplanted permanent product. The surgery was completed successfully.

Manufacturer narrative:
Batch review (B)(4) items manufactured and released on 25/09/2019. Expiration date: 11/09/2024. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional devices involved: gmk-sphere 02.07.1205r tibial tray fixed cemented size 5 r (k090988) lot. 2005697 batch review performed on 19 may 2025 (B)(4) items manufactured and released on 15/10/2020. Expiration date: 05/10/2025. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Gmk-sphere 02.12.0025r femoral component sphere cemented size 5+ r (k140826) lot. 2004481 batch review performed on 19 may 2025 (B)(4) items manufactured and released on 08/09/2020. Expiration date: 30/08/2025. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.